Event description:
It was reported that the device made a loud noise and was non-functional after the internal battery charger was replaced. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.